Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical trach's flange was torn from the base. A trach change was performed by medical professionals to resolve the issue. Before and after the replacement, there was no particular change in respiratory status of the patient. There was no patient injury. There were no reported adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received for evaluation. The sample was received in used condition, without its original packaging and with its certificate of safe handling. Visual inspection was performed under normal conditions of illumination and it was observed that one flange was broken. The failure is confirmed. The broken components were inspected using a digital microscope with a scale of 30x (magnification), to observe better the shape of the rupture in both components. Component one, it was observed that the cut was clean; no flash is observed in the periphery. In component two, the shape is clean; no flash was observed in the periphery. A retrospective review for the complaints related to this product family was completed and a total of two complaints had been received for this particular failure (broken flange). Both complaints were received from different part number and customer. This retrospective review concludes that there is no trend associated to this failure of broken flange. Based on the test performed, it is concluded that failure reported could not be reproduced during the molding process since the cut created is not in the same position as sample received, the reproduced cut is deeper than cut from sample received. Based on instruction for use, neckstraps could be damaged by contact with sharp edges from tracheostomy holders. Therefore, it is recommendable use the twill tape holder supplied with the product. Most probable root cause is that damaged occurred outside of manufacturing facilities. Although the defect could not be reproduced during molding process, production personnel was notified.